Event description:
According to the initial information received, a 30mm amplatzer septal occluder (aso) was selected for implant using a 10f amplatzer torqvue 45 delivery system (dtv45) in a (B)(6) male patient. The large secundum asd was measured via balloon-sizing, echocardiography and a sizing plate. Toe revealed reasonable margins and a second, very small defect abutting the aortic valve. The large asd was crossed using a multipurpose catheter then an amplatzer extra stiff exchange wire was placed in the upper left pulmonary vein (pv). The asd was then balloon-sized. By the stop-flow method, the defect measured up to 26mm although there was not much pinching of the balloon. Using a 10f amplatzer delivery system, the 30mm aso prolapsed into the right atrium repeatedly due to the lack of an aortic margin. By positioning the delivery system at the mouth of the right pv, the device could be deployed. The aso came off the delivery cable unexpectedly during pulling of the cable but appeared to be suitably positioned. Within five minutes, the aso embolized probably because the device was too small. The aso prolapsed in and out of the right ventricle. The aso was retrieved using two biopsy snares attached to the meshwork and a 10mm snare attached to the screw via a 14mm mullins sheath. The device was percutaneously retrieved back through the groin. Final toe images showed no valvular abnormalities. The patient will be booked electively for surgical closure of the asd.

Manufacturer narrative:
Device analysis: the amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 10f torqvue loader without any deformities. The device was returned within specifications. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Conclusion: aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The results of this investigation are inconclusive because medical records and images were not provided.

Manufacturer narrative:
Device analysis is in progress and we have requested imaging to aide our investigation. When our investigation is complete, a supplemental report will be submitted.